Event description:
It was reported that while using day aligners, the patient had an issue with the fit and reshaped the gum line. Additionally, there were concerns that there was pain, discolored tooth, nerve damage/root damage which would lead to a "dead tooth."

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.